Event description:
Reporter using accu-chek inform meter. Reporter states she is unable to get meter to power on. Reporter states meter has discolored pins. She is unable to give a specific color of the discolor. Location of testing not provided. Controls ran and have never been an issue. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform meter.

Manufacturer narrative:
The suspect product is the inform meter.